Event description:
Reports infusor not functioning. Customer states the batteries were changed twice, but pump still alarms due to no flow. Bolus was given without the pump, then, when pump turned on, it did not work. No pt injury,

Manufacturer narrative:
A request was made for the return of the device for evaluation.